Event description:
Ous MDR - it was reported that after an estimated implant duration of 4 months the patient had a bicycle accident. The patient experienced multiple inappropriate shocks after it happened. Lead fracture caused by the accident was suspected.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 46 cm proximal to the lead tip. Only the distal part was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the fragmentation the mechanical and electrical inspection of the lead was not properly feasible. The analysis of the lead fragment demonstrated a damaged insulation at a distance of some 37.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages such as the cuttings of the insulation resulted most likely from the explantation procedure. In summary, there was no sign of a material or manufacturing problem.